Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost effective coverage due to lead migration. The patient underwent surgical intervention where the device was removed.